Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced elevated blood glucose levels for 4-5 days. The patient went to the hospital and was admitted. The history in her infusion device showed a bolus that she had programmed was canceled. She stated that she did not cancel the bolus and was unaware that it had been canceled. No information regarding treatment at the hospital was provided. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.